Event description:
On 12-mar-2026, arthrex was notified via email of a case study published in 2012 by the injury. , titled ¿clinical outcome and complications using a polyaxial locking plate in the treatment of displaced proximal humerus fractures. A reliable system?". The study reviewed fifty-two (52) patients who underwent fracture fixations using humeral sutureplate (arthrex) to address displaced proximal humeral fractures. During the twenty-seven (27) month follow-up period, one (1) patient experienced loss of reduction caused by screw loosening with nonunion. Source: königshausen m, kübler l, godry h, citak m, schildhauer ta, seybold d. Clinical outcome and complications using a polyaxial locking plate in the treatment of displaced proximal humerus fractures. A reliable system? Injury. Feb 2012;43(2):223-31. Doi:10.1016/j.injury.2011.09.024

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.